Event description:
The user facility reported that after the doctor finished peripheral arterial occlusive disease (paod) surgery, he deployed the angio seal, however, he felt the resistance when he inserted locator and sheath into the artery. He tried to rotate the sheath (even 180°clockwise) however, still could not advance it into the artery. He inserted sheath of other brand to try, there was no resistance. He then replaced a new one (same lot number) however, still have the same problem. Finally, he applied the manual pressure to the puncture site to complete the surgery. The doctor doubted that the sheath caliber (inner diameter of the sheath) of this lot number was larger than other lot numbers. He felt this caused the sheath and locator could not fit fully and could not be inserted into the artery. The patient was stable. The doctor applied manual pressure to complete the surgery. Additional information was received on 17 jan 2023: there was no calcification or tortuosity found around the insertion sight. A pre-deployment angiogram was performed. A 6fr procedural sheath was used.

Manufacturer narrative:
Patient identifier: requested, not provided . Date of birth: requested, not provided . Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return of the hemostasis sheath and arteriotomy locator/ dilator; 213 is based upon evaluation of the returned carrier tube assembly sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return of the hemostasis sheath and arteriotomy locator/ dilator; 67 is based upon evaluation of the returned carrier tube assembly sample. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube was returned. The alleged sheath and locator assembly were not returned. The carrier tube was returned. No damage or deformation was found on the returned device. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).